Event description:
Reporter alleged blood glucose result of lo (less than 10 mg/dl) immediately after the test strip was placed in the meter on the advantage system. The customer had not yet applied blood to the strip. The reporter stated that the customer had no symptoms, and took no treatment or action based on the result. No serious adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.